Event description:
It was reported that the leopard cage broke upon impaction. The surgeon removed the smaller broken portion of cage after insertion. However, surgeon felt that the remaining larger portion was positioned adequately and did not want to remove the entire cage. The larger portion remains in the patient.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.